Manufacturer narrative:
The subject device was inspected at (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that foreign matter had adhered in the air/water nozzle. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, omsc presumed that the reported phenomenon was attributed to the entering the foreign objects into the air/water channel due to inappropriate reprocessing/maintenance and then being forced into the air/water nozzle under pressure of air/water. The instruction manual of the subject device states method to prevent clogging of air/water nozzle. If additional information becomes available, this report will be supplemented.